Event description:
Manufacturer's rep reported possible patient diagnosis of an inflammatory mass at the catheter tip. Confirmation via MRI was planned but aborted due to the neurostimulation system the pt had in addition to the drug infusion system. Additional diagnostic techniques were being considered. No pt symptoms, or drug information were reported. Additional info and final pt outcome has been requested from the hcp but unavailable at the time of this report. A follow-up report will be sent when additional info is received.